Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not delivering pacing when required. The patient's heart rate was reported to be in the 30's and was being seen in the emergency room. A lead fracture was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects.